Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. Device passed the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No display ramping on its own anomaly noted. Device had cracked case at display window corners, cracked reservoir tube window corners, cracked reservoir tube window, cracked reservoir tube lip and battery tube threads, minor scratched lcd window, broken belt clip slot and stripped battery cap coin slot.(B)(4).

Event description:
The customer reported via phone call that the night before, she tried to bolus with the insulin pump and the number on screen kept scrolling. She changed the battery but the buttons would not respond. She woke up with high blood glucose of 495 mg/dl and treated with manual injection. No significant events leading to the alarm. The insulin pump was replaced and returned for analysis.